Manufacturer narrative:
Stryker further evaluated this event and was unable to verify or duplicate the reported issue. The customer rejected the repair and requested the device to be destroyed. Stryker archived the device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device power button does not function. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device power button does not function. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.